Manufacturer narrative:
Corrective data: report source: consumer selected. Report source had been left blank in initial report.

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced. Upon follow up with the patient's nurse, it was noted that the patient had received the replacement cycler and has been successfully completing treatments. The patient did not experience cloudy effluent or infection. There was no medical intervention, patient injury, or adverse event.

Manufacturer narrative:
Device evaluation: the actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. The device passed the mushroom head test and tested positive for glucose.

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced.